Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had a lead warning. Device data indicated lead impedances are between 280 - 320 ohms, 39,000 low impedance paces, sensing and pacing thresholds within normal limits. The system is still in use. No patient complications have been reported as a result of this event.